Event description:
It was reported that while the ventilator was connected to a patient, the patient couldn't breathe and got a cardiac arrest. The ventilator was disconnected from the patient and the patient was resuscitated successfully. The final patient outcome was no harm. (B)(4).